Manufacturer narrative:
The involved bipolar cable was returned and thoroughly inspected. A visual examination revealed a hole in the insulation of the connector area. There were burn marks indicating that a voltage breakdown occurred at the black plastic housing of the instrument-side connector. The cable is approximately 2-1/2 years old and has undergone 41 use/sterilization cycles. Based upon the inspection of the cable, it appears that the accessory may had residual moisture from the last reprocessing and was not completely dried when used, thereby reducing its dielectric strength. As a result of this reduction of dielectric strength and mechanical stress (e.g., frequent and intense bending and tensile stresses), a breakdown occurred. These stresses caused the cable break which can produce a short circuit or voltage flashover. This can lead to sparking or an electric arc. No anomalies were found in the review of the cable's device history records. The cable notes on use (nou) expressly states that the cable must be sufficiently dry prior to use. The nou also instructs that the product should be inspected before use and no longer be used if it is damaged. Finally, it is recommended in the nou to check the electrical conductivity before each use.

Event description:
It was reported that an incident occurred with the erbe bipolar cable during a transurethral resection of the prostate (turp). The bipolar cable was used with a storz resectoscope. No other information was provided regarding any other accessory or the esu used in the procedure. Per the report, sparks occurred at/from the angled section of the cable that connects to the resectoscope. There was no reported patient or user injury.